Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke apart and shredded tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("non stop menstrual cycle, blood clots"), autoimmune disorder ("auto immune disorder") and pelvic pain ("constant pain"). The patient was treated with surgery (removed tubes). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, heavy menstrual bleeding, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device breakage, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure broke apart and shredded tubes") and embedded device ("embedded essure device of the vagina") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), device expulsion ("embedded essure device of the vagina"), heavy menstrual bleeding ("non stop menstrual cycle, blood clots"), autoimmune disorder ("auto immune disorder") and pelvic pain ("constant pain"). The patient was treated with surgery (removed tubes - laparoscopic and lysis of adhesions). On (B)(6) 2021, embedded device and device expulsion had resolved. At the time of the report, the outcomes for device breakage, heavy menstrual bleeding, autoimmune disorder and pelvic pain were unknown. The reporter considered autoimmune disorder, device breakage, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: the reporter mentioned that on (B)(6) 2021, the patient was submitted to diagnostic laparoscopy, bilateral salpingectomy, right ureterolysis, peritoneal biopsies, excision of embedded device of vagina and repair of colpotomy, enterolysis, cystoscopy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: new reporter added (physician) and new adverse event reported: device embedded in vagina and lab data.. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke apart and shredded tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("non stop menstrual cycle, blood clots"), autoimmune disorder ("auto immune disorder") and pelvic pain ("constant pain"). The patient was treated with surgery (removed tubes). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, heavy menstrual bleeding, autoimmune disorder and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, device breakage, heavy menstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.